Event description:
It was reported prior to using the bd vacutainer® urine transfer straw that one (1) needle was exposed from the straw. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 100 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for product separation was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for product separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode product separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.